Manufacturer narrative:
(B)(4). Concomitant medical products: female hex screw, catalog #: 42509902525, lot #: 64120795; persona tibial component, catalog #: 42530007501, lot 77006985; persona all poly patella, catalog #: 42540000032, lot #: 64071117; persona femoral cr, catalog #: 42502207001, lot #: 63387333; persona asf bearing, catalog #: 42512100811, lot #: 63875632. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-07121. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient experienced medial subsidence with lateral lift off.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.